Event description:
The customer reported a "machine failure". Further information was provided that the defibrillation test failed in the operational check. There was no reported patient involvement/adverse patient impact.